Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The rv lead triggered a lead integrity alert (lia) with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had high out of range impedance. The lead was programmed off. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.